Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.

Event description:
It was reported that the anchor broke during the procedure. Per investigation results it was determined that the pull wire was also broken with the anchor. All pieces were retrieved.

Manufacturer narrative:
Alleged failure: it was broken in surgery, the first anchor passed and it was excellent, the second anchor passed to place the guide, it drilled and the anchor was placed in the same direction as the drill, it was hammered and the anchor did not enter, it broke at half of the anchor. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) extremely hard bone, no pilot hole drilled, 3) patient bone quality. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.